Manufacturer narrative:
The DHR (device history record) review confirmed that there is no indication that the device, labeling or packaging failed to meet its specifications when released. The renegade catheter was examined after decontamination and it was observed that the catheter was severely stretched on its proximal shaft at 2.6cm distal to the strain relief. The catheter outer shaft had been separated and inner braided shaft was severely stretched and also separated. Additional information provided by the customer indicated that the device could not be removed from the dispenser hoop despite flushing several times and the catheter was stretched and broken during attempted removal. The anomalies found on the product appeared to be due to excessive pulling of the device during removal. Although it was reported that the hoop was flushed several times, it is possible that the flush setup was incorrect/inadequate. During analysis, the catheter was able to be pulled out of the dispenser coil without any difficulties. Based on the investigation, a probable cause of handling damage has been assigned to the reported event and analyzed anomalies, as it is believed the issue is due to handling of the product upon removal from its packaging.

Event description:
It was reported that the device can't be removed from the hoop despite flushing several times, finally the device was stretched and broken. There was no patient involvement.

Event description:
It was reported that the device can't be removed from the hoop despite flushing several times, finally the device was stretched and broken.there was no patient involvement.